Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The instrument is operating within specification.

Manufacturer narrative:
The customer has not had any additional issues since the event for this 1 patient on (B)(6) 2017.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 patients tested for elecsys cea assay(cea) and elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer. The cea results for 1 patient were erroneous. It is not known if the erroneous results were reported outside of the laboratory. The initial cea result was 9.7 ng/ml. The sample was repeated twice with results of 4.0 ng/ml and 3.98 ng/ml. The patient was also tested for tsh, ft4, afp and ca 19-9; however, those results were not questioned. The specific results for these other tests were not provided. There was no allegation that an adverse event occurred. The cea reagent lot number and expiration date were not provided.